Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported to aesculap, inc, that an orange steam sterilizer lock (part # us906) was used during the sterilization process in the sterile processing department (spd). Reportedly, following sterilization, the indicator dot reverted to the color blue. No patient involvement. Additional information has been requested, but is not currently available.